Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Dtmb1d4 ICD, implanted: (B)(6) 2018; 5076-52 lead, implanted: (B)(6) 2007; cmrm6122 absorbable envelope, implanted (B)(6) 2012; 6947m62 lead, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a pocket infection after a recent device changeout with an absorbable envelope. The patient received antibiotic treatment. The device and leads were explanted and will be replaced at a later date. No further patient complications have been reported as a result of this event.